Event description:
It has been reported that during the pre-test prior to use, it was determined that two catheters would not calibrate to the set recommended value. Since each temperature probe was calibrated together with an oxygen probe, it is not known which of the probes did not function properly. The probes were not in contact with a patient. As a result of the reported device malfunction, patient entry into the study was delayed. No patient injury occurred and no medical intervention was required. This medical device report is linked with medical device report #9617494-2007-00013.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation, and an investigation has been initiated based on the reported information.